Event description:
It was reported that, on literature review ""prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur"", two (2) patients who initially underwent primary implantation with an intramedullary hip screw and plate to reduce intertrochanteric femoral fractures experienced pull-off of the implanted plate from the femur. One of them required the removal of the plate, and the other was revised to a longer plate with no further problems. The outcome of these patients is not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Adams, c. I., & robinson, c. M. (2001). Cm court-brown, and m. M. Mcqueen,¿prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur,¿. Journal of orthopaedic trauma, 15(6), 394-400. Doi: 10.1097/00005131-200108000-00003.

Manufacturer narrative:
Section h6 (impact code) was updated. Section h10: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted two (2) patients that experienced pull-off of the implanted plate from the femur. Reportedly, one of them required the removal of the plate, and the other was revised to a longer plate with no further problems. Reportedly, there is no contact information available for this literature case; therefore, patients specific supporting documentation or current patients status has not been provided as of the date of this medical investigation. The clinical root cause of the reported events cannot not be further assessed. The patients¿ outcome beyond that which was documented in the article cannot not be determined as the patients¿ current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique or size of devices. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).